Event description:
Reference number (B)(4) event country the united states. It was reported that the patient went to emergency room and was subsequentially hospitalized for 2days wth 600mg/dl high blood glucose values with positive ketones which occurred due to an infusion set cannula was bent on (B)(6) 2026 and got treated with intravenous and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.